Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and minor scratches on the display window.

Event description:
It was reported that the custome's insulin pump has a cracked batter compartment as well as scratched display screen. Customer's blood glucose level at the time 108mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)